Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) and the analog board was replaced. The device was recertified and returned to the customer. The analog board was returned to zoll medical corporation, united states. The customer's report was attributed to a faulty ECG shield on the analog board. Analysis of reports of this type has not identified an increase in trend.